Manufacturer narrative:
Additional narrative: during further evaluation, it was observed that the coupling tool was out order. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) during service and evaluation, it was observed that the motor power was too low. It was further determined that the device failed the following pre-tests: check the attachment coupling, check attachment coupling with attachments, check function of soft mode switch (safety system), check for untrue running, check for excessive noise, check the power with test bench and check starting behavior. It was reported in the service order that the device would not turn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.